Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a dilation procedure on an unknown date. According to the complainant, the balloon could not be deflated enough to be removed from the scope. The end of the catheter was cut off in order to withdraw the device through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the shaft was kinked. The catheter was noted to be cut also. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in a dilation procedure on an unknown date. According to the complainant, the balloon could not be deflated enough to be removed from the scope. The end of the catheter was cut off in order to withdraw the device through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.